Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain") and pelvic adhesions ("pelvic adhesions") in a 19-year-old female patient who had essure (batch no. 50512942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included normal delivery. Concurrent conditions included obesity and hypertension. Concomitant products included methocarbamol since (B)(6) 2013 and vicodin (norco) since (B)(6) 2013. On (B)(6) 2001, 3632 days before insertion of essure, the patient experienced vision blurred ("blurry"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2011, the patient experienced complication of device insertion ("successfully implanted left essure coil, but was unable to implant the right essure coil"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal menstrual bleeding, prolonged menses / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced pelvic adhesions (seriousness criterion medically significant) and ovarian cyst ("left ovarian cyst"). On (B)(6) 2016, the patient experienced biliary colic ("gall bladder attacks") with nausea. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), fungal infection ("yeast infection"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), feeling abnormal ("brain fog") and abdominal pain lower ("lower left quadrant pain"). The patient was treated with surgery (bilateral salpingectomy with essure successful removal), surgery (bilateral salpingectomy with essure successful removal) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2013. In (B)(6) 2013, the abdominal pain, complication of device insertion, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. At the time of the report, the pelvic pain was resolving, the pelvic adhesions, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, fatigue, biliary colic, fungal infection, headache, allergy to metals, depression, ovarian cyst, vision blurred, weight increased, dysgeusia and feeling abnormal had not resolved and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, biliary colic, bladder disorder, complication of device insertion, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fungal infection, headache, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: left fallopian tube was occluded. On (B)(6) 2012, hysterosalpingogram test showed, tube was blocked and no need for additional birth control(as per pfs) and fallopian tube implant in place (per mr). Current weight: 190 lbs. Approximate weight at time of essure placement: 225.8 lbs. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: depression, bladder infection, headache, low back pain, abdominal pain, pelvic pain, dysmenorrhea". Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Updated outcome of pain. Updated onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain") and pelvic adhesions ("pelvic adhesions") in a 29-year-old female patient who had essure (batch no. 50512942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included normal delivery. Concurrent conditions included obesity and hypertension. Concomitant products included methocarbamol since (B)(6) 2013 and vicodin (norco) since (B)(6) 2013. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2011, the patient experienced complication of device insertion ("successfully implanted left essure coil, but was unable to implant the right essure coil"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal menstrual bleeding, prolonged menses / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced pelvic adhesions (seriousness criterion medically significant) and ovarian cyst ("left ovarian cyst"). On (B)(6) 2016, the patient experienced biliary colic ("gall bladder attacks") with nausea. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), fungal infection ("yeast infection"), allergy to metals ("nickel allergy"), vision blurred ("blurry"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), feeling abnormal ("brain fog") and abdominal pain lower ("lower left quadrant pain"). The patient was treated with surgery (bilateral salpingectomy with essure successful removal), surgery (bilateral salpingectomy with essure successful removal) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2013. In (B)(6) 2013, the abdominal pain, complication of device insertion, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. At the time of the report, the pelvic pain was resolving, the pelvic adhesions, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, fatigue, biliary colic, fungal infection, headache, allergy to metals, depression, ovarian cyst, vision blurred, weight increased, dysgeusia and feeling abnormal had not resolved and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, biliary colic, bladder disorder, complication of device insertion, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fungal infection, headache, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: left fallopian tube was occluded. On (B)(6) 2012, hysterosalpingogram test showed, tube was blocked and no need for additional birth control(as per pfs) and fallopian tube implant in place (per mr). Current weight: 190 lbs. Approximate weight at time of essure placement: 225.8 lbs. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: depression, bladder infection, headache, low back pain, abdominal pain, pelvic pain, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain") and pelvic adhesions ("pelvic adhesions") in a 29-year-old female patient who had essure (batch no. 50512942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included normal delivery. Concurrent conditions included obesity and hypertension. Concomitant products included methocarbamol since (B)(6) 2013 and vicodin (norco) since (B)(6) 2013. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In (B)(6) 2011, the patient experienced complication of device insertion ("successfully implanted left essure coil, but was unable to implant the right essure coil"). On (B)(6) 2012, the patient experienced migraine ("migraine headaches"), alopecia ("hair loss") and headache ("headaches"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal menstrual bleeding, prolonged menses / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced pelvic adhesions (seriousness criterion medically significant) and ovarian cyst ("left ovarian cyst"). On (B)(6) 2016, the patient experienced biliary colic ("gall bladder attacks") with nausea. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), fungal infection ("yeast infection"), allergy to metals ("nickel allergy"), vision blurred ("blurry"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), feeling abnormal ("brain fog") and abdominal pain lower ("lower left quadrant pain"). The patient was treated with surgery (bilateral salpingectomy with essure successful removal), surgery (bilateral salpingectomy with essure successful removal) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2013. In (B)(6) 2013, the abdominal pain, complication of device insertion, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. At the time of the report, the pelvic pain, pelvic adhesions, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, fatigue, biliary colic, fungal infection, headache, allergy to metals, depression, ovarian cyst, vision blurred, weight increased, dysgeusia, feeling abnormal and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, biliary colic, bladder disorder, complication of device insertion, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fungal infection, headache, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: left fallopian tube was occluded. On (B)(6) 2012, hysterosalpingogram test showed, tube was blocked and no need for additional birth control(as per pfs) and fallopian tube implant in place (per mr). Current weight: 190 lbs. Approximate weight at time of essure placement: 225.8 lbs. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: depression, bladder infection, headache, low back pain, abdominal pain, pelvic pain, dysmenorrhea". Most recent follow-up information incorporated above includes: on 23-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff¿s demographics historical and concomitant conditions added. Essure indication, start date and stop date updated and lot number added. New events abnormal bleeding (vaginal), bladder or urinary problems or changes, dental problems, gall bladder attacks with nausea, nickel allergy; pain, hair loss, infection: yeast infection, headaches, depression, pelvic adhesions and left ovarian cyst , blurry, weight gain; metallic taste in mouth, brain fog and left lower quadrant pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain") and pelvic adhesions ("pelvic adhesions") in a 29-year-old female patient who had essure (batch no. 50512942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery and visual disturbance. Concurrent conditions included obesity and hypertension. Concomitant products included hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2013 and methocarbamol since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2011, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In (B)(6) 2011, the patient experienced complication of device insertion ("successfully implanted left essure coil, but was unable to implant the right essure coil"). On (B)(6) 2012, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal menstrual bleeding, prolonged menses / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced pelvic adhesions (seriousness criterion medically significant) and ovarian cyst ("left ovarian cyst"). On (B)(6) 2016, the patient experienced biliary colic ("gall bladder attacks") with nausea. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), fungal infection ("yeast infection"), allergy to metals ("nickel allergy"), vision blurred ("blurry"), dysgeusia ("metallic taste in mouth"), feeling abnormal ("brain fog") and abdominal pain lower ("lower left quadrant pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy with essure successful removal and lysis of adhesions). Essure was removed on (B)(6) 2013. In (B)(6) 2013, the abdominal pain, complication of device insertion, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. At the time of the report, the pelvic pain was resolving, the pelvic adhesions, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, fatigue, biliary colic, fungal infection, headache, allergy to metals, depression, ovarian cyst, vision blurred, weight increased, dysgeusia and feeling abnormal had not resolved and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, biliary colic, bladder disorder, complication of device insertion, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fungal infection, headache, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: left fallopian tube was occluded.. On (B)(6) 2012, hysterosalpingogram test showed, tube was blocked and no need for additional birth control(as per pfs) and fallopian tube implant in place (per mr). Current weight: 190 lbs. Approximate weight at time of essure placement: 225.8 lbs. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: depression, bladder infection, headache, low back pain, abdominal pain, pelvic pain, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced complication of device insertion ("successfully implanted left essure coil, but was unable to implant the right essure coil"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding, prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy with essure successful removal). Essure was removed in (B)(6) 2013. In (B)(6) 2013, the abdominal pain, complication of device insertion, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, menorrhagia, migraine and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: left fallopian tube was occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.